Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid and left foot pain. It was noted that the foot pain was likely due to the procedure. The leads were removed and a blood patch was administered to address the symptoms.